Event description:
The caller reported that the t:slim x2 pump battery was not charging and identified a power source alert in the pump history as alert 07. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer switched to different charging supplies, specifically a non-tandem wall adapter and charging cable, despite being advised that third-party products are not recommended by tandem.